Event description:
The facility's biomedical engineering dept reported an infusion pump that failed during pt use. The pump was infusing unk medications on channel a and b and channel c was taken out of a standby mode for programming when a failure 12:303:984:002 occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, medication involved, or set up of the infusion device.